Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the suture got stuck inside the ligator cap and a tool was used to hook the rope. Reportedly, the band was then attempted to be released; however, the band would still not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Problem code 1212 captures the reportable event of suture stuck inside the ligator cap. Problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during preparation, the suture got stuck inside the ligator cap and a tool was used to hook the rope. Reportedly, the band was then attempted to be released; however, the band would still not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 23, 2019. It was reported that the anatomy location was esophagus. There were no patient complications reported as a result of this event.